Event description:
It was reported that the procedure was to treat a de novo lesion in the external lilac artery. A 6x80mmx120cm supera self-expanding stent system (sess) was advanced and intended to be deploy; however, it was noted that it took more rotations of the thumbslide in order to deploy the stent. The stent was ultimately deployed and both locks were re-rotated to the right. The device was removed without any resistance noted; however, the tip was noted to be still hanging on the wire and the stent was elongated over approx. 20 cm and was covering the whole iliac artery. A snare device was used to successfully remove the tip. There was no adverse patient sequela and no reported clinically significant delay in the procedure. Additional information was requested

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip separation was confirmed. The reported difficult to deploy and stent elongation could not be confirmed as the stent remains in the patient. The investigation concluded that the stent elongation and tip detachment appear to be due to case circumstances; however, a conclusive cause for the deployment issue could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).

Event description:
Additional information received: the vessel was mildly tortuous and moderately calcified. None of the deployed stent was in healthy tissue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.